Event description:
First problem with this form is "date the problem occurred" there have been several dates. I've been using the dexcom g7 constant glucose monitor for quite a while now and the g6 before that) and have been fairly satisfied with it until somewhat recently. There are a few recurring problems with it, which I consider serious, and one of which could lead to bad consequences: frequent "brief sensor errors. Do not remove sensor. Wait up to three hours" three to five (or more) times/day. For no reason I can determine, except for defective product. "Out of range" this happens only slightly less frequently, and happens when the sensor and tandem t-slim pump (and iphone, which I use) are very close to each other - within one foot (dexcom says to keep them within 33 feet). It happened all the time (including while sleeping at night, resulting in bad sleep) when I first switched to g7, and was advised by my tandem (not dexcom) rep to start wearing it on my belly instead of the back of my arm, even though it's not FDA approved for the belly. I checked with my endocrinologist, and she said the belly is fine. That solved the problem until I got the most recent shipments of monitors. False readings. This happens pretty frequently, too, which is the most dangerous issue especially at first, before I realized how wrong the monitor can be. If it indicates a false high reading I might dose more insulin, which leads to a blood sugar crash. If it indicates a false low "eat carbs" it can result in a spike in blood glucose. When checking bg levels with a finger prick and meter, the g7 is sometimes off by as much as 100! "Calibration not accepted" (or "used") this happens every! Time I've calibrated the monitor after a finger prick, which I always do. I also calibrate the cgm through my pump cgn settings, which sometimes takes, sometimes doesn't. This has been a more recent phenomenon (last few months). All of them have two things in common: the last line of ID numbers on the packages (below the serial numbers, etc.) On all of them says" lbl - (B)(4) rev 008 and, they all say malaysia. When checking things online, I have seen others call out the rev 008, and malaysia. The serial numbers of five of the problematic ones are" (B)(6). Dexcom has been good about sending replacements, but they've unfortunately been rev 008 and or from malaysia. I spoke with a friend in (B)(6) who uses g7 and he hasn't been having issues but has rev 015 and it doesn't say malaysia I have photos of the packages (and still have the faulty cgms), but don't know how to send photos from my laptop. Patient code: 4580. Device code: 2591; 2588; 3283; 1535; 2890; 3023. Reference reports: mw5173100, mw5173101, mw5173102, mw5173104.